Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it remained below 500 mg/dl, and the cgm did not read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.